Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recv1560 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recv1560) have been reported from the same facility in (B)(4).

Event description:
It was reported that a hole was found in the catheter. No other information was provided.